Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "material sensitivity reactions." Patient reports that the surgeon said the cyst was due to the liner leaching a chemical into the body and that the cyst was the body's reaction to the chemical. However, arcom polyethylene is manufactured from pure uhmwpe resin with no additives. During the consolidation process, no additives are included. Therefore, there are no chemicals or other substances that could elute from the polyethylene. The user facility was notified of the event on february 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted february 18, 2011.

Event description:
Patient reported undergoing total hip arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2010, due to sharp pain. Patient reported that during the procedure the surgeon found a cyst in the hip. The modular head and acetabular liner were removed and replaced during the revision procedure.